Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 700 mg/dl. The customer did experience nausea, fatigue and lethargic as a symptom of high blood glucose value. Auto mode feature was activated at the time of high blood glucose event. The customer also reported bent cannula. Troubleshooting was performed and the customer reported insulin flow block was resolved by complete set change. No further patient complications were reported. The insulin pump will not be returned for analysis.